Event description:
An account called and stated that siderail on this bed would not lock in the up position. No injury was reported.

Manufacturer narrative:
Upon complaint review it was determined that false latching or no latching of siderails could result in serious injury and therefore this event will be reported. The account will be sent a replacement siderail in order to resolve the problem.